Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the blown fuse. The system operates as intended.

Event description:
The customer reported that the monitors were not turning on.